Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2008.

Event description:
It was reported that an alert was triggered due to low left ventricular (lv) lead impedance, and that the low impedance may be due to a possible insulation breach. It was also reported that the patient experienced pocket stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.